Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced a refractive error. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned. Viscoelastic is dried on the lens. The lens has been cut into three pieces. Power and resolution testing cannot be conducted due to the lens damage. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported refractive error cannot be determined. (B)(4).